Event description:
It was reported that foreign matter inside package was noted. The target lesion was located in a moderately calcified and moderately tortuous unspecified location. A 15mm x 3.50mm nc quantum apex catheter balloon was selected dilate the lesion. Upon unpacking, the nurse and the physician noticed a long hair in the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter received inside a carrier tube (hoop) within an opened nc quantum apex product pouch. The batch number on the returned packaging and device matched the reported batch number. There was a 28.5cm black piece of foreign matter (fm) (hair) inside the opened product pouch. The fm (hair) was lying loose on top of the carrier tube (hoop). Because the returned product pouch was opened and the fm was loose inside, it cannot be determined definitely where the fm originated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign matter inside package was noted. The target lesion was located in a moderately calcified and moderately tortuous unspecified location. A 15mm x 3.50mm nc quantum apex¿ catheter balloon was selected dilate the lesion. Upon unpacking, the nurse and the physician noticed a long hair in the package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.